Event description:
During a ptca/stenting procedure, the maverick otw balloon ruptured at 4 atms on the initial inflation. The lesion being treated was a calcified and 100% stenotic lesion in a very tortuous rca. Another balloon was used to successfully complete the procedure. A terumo introducer sheath, a bmw guide wire, a mach1 guide catheter, a cypher stent and an encore inflation device were also used in the procedure. No patient injuries or complications were reported.